Event description:
Patient arrived for an MRI exam with an mr-conditional advanced bionics hires ultra-cochlear implant that is approved at 3 tesla after the internal magnet is surgically removed from the patient. The internal magnet however was not removed because the patient was inadvertently cleared and brought into the MRI scan room using information from the advanced bionics hires ultra 3d cochlear implant which is approved at 3 tesla with the internal magnet still in place. After bringing the patient into the MRI scan room and placing her on the scanner table the patient immediately expressed to the technologist that she was experiencing a pinching sensation and pain at the implant sight. The patient was slowly brought out of the scan room to our waiting area and then to the ER where she was seen. A CT scan was performed to check for anatomical and implant integrity, and implant placement which were found to be normal. The patient subsequently went to audiology for device and haring testing where it was determined the device continued to work accordingly with stable hearing in the patient. FDA safety report ID # (B)(4).